Manufacturer narrative:
(B)(4). Batch #: u9384d. The device was received with no apparent damage. The device was tested on the generator, this resulted in the ¿reposition jaws and reactivate¿ alert screen. The ¿replace instrument¿ alert screen is displayed after receiving three consecutive ¿reposition and reactivate error¿ alert screens and is advising of a potential issue with the instrument. The instrument was disassembled to inspect the internal components and it was noted that the inner hypo tube insulator was missing causing the reposition alert screen received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This probably happened in our manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, an error sound was heard 3 times, and ¿replace instrument¿ was displayed during use. The device was reconnected, but the issue did not improve. The device was used on the thin adhesion tissue. The device did not clamp the metal. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.